Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded, shows no signs of inflation and that its crossing profile complies with the specification. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined.

Manufacturer narrative:
(B)(4).

Event description:
The pantera pro could not cross the tortuous lesion in the distal lad.